Event description:
Hello, my name is (B)(6) I had an accident last year (B)(6) 2021 where I broke my right femur. It was decided that my best course of action was surgery and implementation of a 44cm nail running inside the length of the bone to stabilize the fracture. Approximately 12 weeks later the implant broke and the fracture not having enough growth to support went back to the original position post incident. For the next 6 months I suffered walking around on the original break with a severe limp and lots of pain and discomfort. I honestly thought that this is my new life and I had to deal with it. I never considered the titanium rod inside my body's was actually broken. The treatment for this was removal of the original nail and replace with another one (B)(6) 2022. Every doctor I have talked to says this should never happen especially just a few weeks in. I asked wake med officials for the original implant so I could have it investigated to find out what happened and they refused to give it to me. Part name "meta?tan" 11.5mm x 44cm right, part number 71640744, lot 15gm08153. FDA safety report ID# (B)(4).